Event description:
In 2009, the patient reported that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber which resulted in a full cartridge of insulin spilling inside the chamber. He said he tried to rewind the piston rod but it blocked during retraction and his device displayed an e10 (cartridge error). During the report, the patient again tried to rewind the piston rod with the same result. He stated he noticed insulin in the cartridge chamber 6 months ago also. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.